Manufacturer narrative:
The patient's onset of respiratory failure is reported under MFR #: 2916596-2022-00275. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been chronically on a respirator due to respiratory failure since mar 2021. The patient ultimately passed away on (B)(6) 2022. The cause of death was infection.

Manufacturer narrative:
The onset of the patient's driveline and pump pocket infections are reported under MFR #: 2916596-2022-14816. The patient's renal failure and icb are reported under MFR #: 2916596-2022-00275. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A direct correlation between (B)(6), and the report event could not be conclusively established through this evaluation. Lastly, a specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. The remaining distal end of the pump cable and the modular cable were not returned. Native tissue was returned adhered to the apical cuff and surrounded the sealed outflow cannula. Upon removal of the tissue, the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Evaluation of the pump¿s blood-contacting surfaces revealed the presence of soft, coagulated blood within the distal end of the inflow cannula, the textured surface of the graft attachment, the interior of the outflow graft, and the textured blood-contacting surfaces of the pump outflow and pump cover. The blood was unstructured, was not adhered to the blood-contacting surfaces, and showed no evidence of denaturation, suggesting that it was not likely present during support. Additionally, the soft, coagulated blood appeared consistent with stagnant blood in the device. The evaluation did not reveal any evidence of developed thrombus formations in the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists stroke, neurologic dysfunction, bleeding, infection, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal failure, and respiratory failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available and contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed hepatic dysfunction on (B)(6) 2022; the hepatic dysfunction was not device related. The patient later experienced renal dysfunction on (B)(6) 2022; dialysis was not performed. The renal dysfunction was not device related. The patient also experienced an intracranial bleed (icb) in their right hemisphere on (B)(6) 2022 as revealed through a computerized tomography (CT) scan. The patient experienced paralysis in the left side of their body. The patient was noted to have been on warfarin, aspirin and dalteparin at the time of the event. The patient was given anticonvulsant medication. The patient was noted to have been on a respirator for a prolonged period of time due to respiratory failure. The patient had developed renal and respiratory failure in (B)(6) 2021; the patient also experienced an icb in their right hemisphere during the (B)(6) 2021 admission. The patient ultimately passed away on (B)(6) 2022. The cause of death was the patient's pump pocket infection that developed on (B)(6) 2022 (also pneumonia). The patient's icb was not thought to be related to the death. Due to hospital privacy policy, no further information could be provided.